Manufacturer narrative:
Device is a combination product. (B)(6). If implanted, give date - (B)(6) 2006. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same patient as: 2134265-2012-08015, 2134265-2012-08016, 2134265-2012-08017. Same case as: 2134265-2012-07987, 2134265-2012-07988, 2134265-2012-07984, 2134265-2012-07992, 2134265-2012-07989, 2134265-2012-07994. It was reported that post a coronary stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. In (B)(6) 2006, the physician deployed 3 taxus express 2 stents in the saphenous vein graft (svg) to the circumflex (cx). In may 2009, angiography revealed critical stenosis of the svg to the cx. The critical stenosis of the svg to cx was treated with the placement of another taxus express 2 stent. In (B)(6) 2012, the patient presented with non-st elevation myocardial infarction and was hospitalized. The patient's cardiac enzymes were noted to be elevated consistent with the protocol definition of myocardial infarction (mi). The patient was referred for cardiac catheterization. The total occlusion (3 taxus liberte study stents) of the svg to 1st diagonal was treated with placement of 2 overlapping (2.25x23mm and 3.0x38mm) non-bsc drug eluting stents. In addition, the svg to distal left circumflex (stent thrombosis of commercial stents) was treated with thrombectomy followed by placement of a 3.5x15mm non-bsc stent with and excellent result. The event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.